Manufacturer narrative:
(B)(4). The customer returned a 3-lumen 7 fr x 20 cm cvc set kit containing multiple components. Within those components was an introducer needle and an ars syringe. A visual exam of the ars syringe and introducer needle revealed no defects or anomalies. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. The returned introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record (DHR) review was performed on the ars and no relevant manufacturing issues were identified. The instruction-for-use (IFU) provided with the set describes a suggested insertion procedure. It contains the precaution that to minimize the risk of blood leakage from the syringe cap, do not reinfuse blood with the guide wire in place. It warns that aspiration with spring-wire guide in place will cause introduction of air into syringe. Other remarks: the report that the ars/introducer needle leaked in use could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with water. No leaks were found during testing. No problem was found on the returned sample.

Event description:
The customer alleges that the syringe (ars) was not able to aspirate the blood, two attempts were made at the jugular site. Another device (ars) was used to finish the procedure. Treatment/therapy was delayed.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the syringe (ars) was not able to aspirate the blood, two attempts were made at the jugular site. Another device (ars) was used to finish the procedure. Treatment/therapy was delayed.